Event description:
The hcp reported that the patient's enterra device was removed due to infection approximately one week post implantation. Fluid was aspirated from the pocket site although it is unknown whether a culture was obtained. IV antibiotics were administered via a PICC line. The infection remains ongoing.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.